Event description:
It was reported that during inflation of the fox plus balloon at rated burst pressure during the abdominal aortic aneurysm repair in the calcified iliac artery, the balloon ruptured circumferentially. Remnants of the balloon were seen in the patient anatomy and were all successfully retrieved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned fox plus balloon catheter revealed blood in the balloon inflation lumen, in the hub, and on the strain relief tubing. No contrast was visible. Blood in the inflation lumen and balloon is consistent with a leak or rupture while in the anatomy. There was a circumferential/radial rupture in the balloon 1.8 cm proximal to the distal balloon marker. The balloon separated at the circumferential rupture, consistent with the reported information. The balloon material at the separation was jagged. There was a longitudinal rupture in the balloon at the separation and extending proximally for an entire length of 4.5 cm. The inner member separated at the proximal end of the balloon. The material at the separation was jagged, suggesting an overload was applied to separate the material. There was no other damage noted to the balloon catheter. Scanning electron microscopy (sem) analysis was performed which indicates that the balloon failure may be attributed to mechanical damage to the outer surface. Mechanical damage was observed along the outer surface and edge of the circumferential/diagonal balloon separation. The longitudinal portion of the balloon rupture exhibited features typical of propagation (tearing). Additionally, the inner member failure may be attributed to ductile overload. The separated ends of the inner member appeared stretched and torn. It is likely that the balloon rupture is attributable to interaction with the lesion site which was described as calcified. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage occurred during the procedure. If the balloon experiences mechanical damage during the procedure, such as interaction with calcification or associated devices, this can cause the balloon material to become damaged, which may result in a rupture during an attempt to inflate. The ductile overload of the inner member and balloon separation suggests that the unit was stretched and torn. This may likely be the result of the ruptured portion of the balloon material becoming caught on the distal end of the sheath/guide catheter during withdrawal of the system. As a result of the balloon separation, remnants of the balloon were seen in the patient anatomy and were all successfully retrieved. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and there have been no other incidents reported for this lot. Overall, the reported balloon rupture appears to be related to interaction with the lesion calcification and there is no indication to suggest a product quality deficiency.